Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions, h 6. Component code. H 6. Investigation findings: c22 ¿ photo investigation. C22 photo investigation summary: according to the information received, it was received that the customers have reported receiving product code vstl35 with lot number 5866415 when they intended to purchase product code vstl45. Lot number 5866415 belongs to vstl45 not vstl35. The labeling for product code vstl35 needs reviewing to ensure that it's labeled with the corresponding lot number. He also reported a possible widespread mislabeling issue with product code vstl35 which needs to be addressed to prevent further discrepancies. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a sales unit box with vstl35 product codes, the lot #5866415, expiration date 2028-03-31, packaging information. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A review of the device batch record was performed for raw materials, in-process and finished goods for lot number 5866415. CAPA-03781 was opened. The devices met all raw materials, in-process and finished goods specifications upon release of the product. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the customer have reported receiving a laparoscopic dual rigid applicator when they intended to purchase the laparoscopic dual flexible applicator. The lot number reported belongs to the laparoscopic dual flexible applicator not the laparoscopic dual rigid applicator. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.